Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of iabp touch screen unresponsive is not able to be confirmed. Per the event details, the pump continued to support the patient in autopilot. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the staff experienced the intra-aortic balloon pump (iabp) touchscreen was not responding. The staff stated that the intra-aortic balloon (iab) was placed in the or, and they were able to get the iabp running before the touchscreen stopped working. The patient was stable. Attempts were made to calibrate the touchscreen but were unsuccessful. As a result, the staff planned to change the iabp out when they arrived in the ICU. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the staff experienced the intra-aortic balloon pump (iabp) touchscreen was not responding. The staff stated that the intra-aortic balloon (iab) was placed in the or, and they were able to get the iabp running before the touchscreen stopped working. The patient was stable. Attempts were made to calibrate the touchscreen but were unsuccessful. As a result, the staff planned to change the iabp out when they arrived in the ICU. There was no report of patient complications, serious injury or death.